Event description:
Omniguide robotic fiber failed to maintain firing beyond 3 second. Incident occurred as described by rn. The fiber was removed from the operating room. A new fiber was used with no incident.